Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary:the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. The analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. The ventricular capture management trend shows threshold increasing from baseline of 0.5-1.0 volts to high and unstable the week of 16-jan-2015. Threshold then varied between 0.375 volts and >2.5 volts for the remainder of record. (B)(4).

Event description:
It was reported that the ventricular automatic capture management threshold on the right ventricular (rv) lead is high and unstable, but at follow-ups, when they measure the threshold by manual operation the value is within range. "During perform a manual automatic measurement ventricular threshold test the technician saw ¿loc¿ markers even when the pacing still capture (confirmed by electrocardiogram (ECG)). The device and lead remain in use. No patient complications have been reported as a result of this event.